Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported a problem with brightness on the central control monitor and could not see the monitor very well. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.